Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a manufacturer representative regarding a patient with an implanted neurostimulator. It was reported that the lead apparently had some tension on the end cap during the stage 1 or stage 2 causing contact 3 to separate from contact 2. Cause was unknown. Impedance check was done and all results were within normal range. The managing physician fixed the problem- connected it to the extension, and an impedance check was done with all results in normal range. The issue was resolved at time of report.